Event description:
It was reported the lead exhibited a high pacing threshold. The capture management feature adapted with high output on the device resulting in significant decrease in battery voltage and anticipated battery longevity. Capture management was programmed off and output adjusted to safe parameters. The device and lead remain in use and continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.